Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined, however, it does not appear to be manufacturing related. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, the laser fiber fractured. The fractured piece was successfully removed from the patient and the procedure was completed with a new of the same device. There was no permanent harm or injury to the patient due to the event. The reported disposable device ihas been returned to the manufacturer for evaluation.